Manufacturer narrative:
Per tandem user guide: do not disconnect the tubing connector between the cartridge tubing and the infusion set tubing. If the connection comes loose, disconnect the infusion set from your body before tightening. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported the customer went to the emergency room (ER) due to a blood glucose (bg) level that ranged from 41-42 mg/dl. Customer consumed carbohydrates prior to arriving at the ER in attempt to address bg level. Customer was treated with intravenous saline and insulin while in the ER, and was released from the ER 4 hours later with no permanent damage. The customer alleged the pump did not deliver boluses as intended. Tandem technical support (cts) performed a pump system check, and determined that the customer disconnected at the t:lock. Cts educated the customer to not disconnect at the t:lock as this could lead to delivery of unintended insulin. The pump system check determined the pump functioned as intended, however, the customer maintained the allegation that the pump did not function as intended. Reportedly, the customer reverted to an alternate method for insulin therapy.